Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure the lead exhibited unstable and high thresholds thirty minutes after the screw was deployed. The patient was in chb (complete heart block) therefore the physician chose to remove the lead and use different lead in another position. No patient complications have been reported as a result of this event.